Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's spouse reported via phone call that the customer experienced a low blood glucose event on (B)(6) 2018 with blood glucose of 38 mg/dl at the time of the incident. A medtronic employee called for the customer to receive emergency medical assistance due to the low blood glucose. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the caller disconnected the call when the paramedics arrived. It is unsure if the insulin pump will be returned for analysis.

Manufacturer narrative:
The information was incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.